Event description:
Procedure: hysterectomy. Reportedly, approx 24 hrs post operative, the pt had internal bleeding in the peritoneum at the lombo-ovarian ligament. The surgeon proceeded to re-operate on the pt to mitigate the injury.